Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article "continuous intraarticular and periarticular levobupivacaine for management of pain relief after total knee arthroplasty: a prospective randomized, double-blind pilot study." (2016) by a. Di francesco , s. Flamini, r. Pizzoferrato , p. Fusco, and a. Paglia published by the journal of orthopaedics http://dx.doi.org/10.1016/j.jor.2016.02.003 was reviewed. The article purpose: to investigate whether a pcip of levobupivacaine would reduce pain in patients following tka. The article reports: this was a prospective, randomized, controlled study conducted in 55 patients. The patients were split into two groups; one who would receive the aforementioned pain medication post-operation and one group that would not. Low contact stress uncemented rotating platform prostheses (depuy, leeds, UK) without patellar resurfacing were used for all implants. The authors found that the patients with the levobupivacaine pump had lower vas scores during the first 3 days and had a reduction in the number of patients who required opioids for pain control during the first 3 days as compared to the control group. Two patients from the control group developed superficial wound infections that were treated successfully with oral antibiotics. There were no deep infections in either group. A chest infection was noted in one patient although this was treated successfully with intravenous antibiotics. Finally, there were two patients from the control group who developed a dvt and a pe respectively. No patella/no cement (restating from above) we'll assume that they used the femoral sleeve and stem instead of just the stem, just to assume worst case. Depuy products involved: lcs rp. Complications: infection (3), dvt (1), pe (1), surgical intervention (3).